Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles material was found on the shell and one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one opening in the shell with sharp edge with nick assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nick due to surgical impact opening. The reason for reoperation was rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ruptured device, diagnosed by MRI and ultrasound, and capsular contracture, baker grade unknown. The device was explanted.